Event description:
Reporter indicated that a vns dell handheld computer "is working on some implants and not on others." A laptop computer was reported to be able to successfully be used in each case. The site indicated that they received communication errors and tried troubleshooting without success. The handheld computer was received without the flashcard and is currently awaiting analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.